Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump is no longer working or delivering insulin. No adverse impact to blood glucose level. Customer declined troubleshooting with technical support therefore, no additional product or even information was available.